Event description:
Account complained of a clotted specimen where a pt's blood sample was reported with a hemoglobin of 5.5 and platelet count of 6000 and lower wbc. The pt, 8 months pregnant, was admitted for further testing. More blood was drawn and ultrasound was performed. Customer perceives that these results could have been erroneous because of a clotted lavender tube. Conclusion can be drawn of med. Tech error in reporting results from a clotted specimen. Inspection for a clot should have been performed prior to testing and before low panic results are reported.